Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 23, 2021. The investigation of the returned device was completed by the failure analysis lab on april 9, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tissue expander was found to have a tear at the juncture of the shell and posterior patch. A microscopic examination was performed and the cause of the rupture could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on march 8, 2021 mentor became aware that it erroneously placed the incorrect value in h5 of the initial report submitted on march 4, 2021. The correct value is yes.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with a 450cc mentor tissue expander experienced right sided deflation post procedure. As a result, an explant was performed on (B)(6) 2021.